Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (relevant medical history), (date received by the manufacturer), (evaluation codes), additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to caval thrombosis. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to information provided on the patient profile form (ppf), the patient became aware of these events sixteen days post implant. The patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), and the device cannot be retrieved. The patient presented to the emergency room approximately 3 days post implantation where blood clotting and thrombosis/embolism were discovered. The patient was advised to remain on anticoagulants indefinitely. The patient passed away approximately five years, and four months post-implant. Per the medical records, approximately three months post implant a percutaneous removal attempt was made. Access was made via the right common femoral vein which was noted to be patient, however there was occlusion of the right common and external iliac veins. An inferior venogram was performed showing occlusion of the distal inferior vena cava at the level of the filter. Multiple collateralized vessels were seen. Removal of ivc filter was aborted at this time. The patient suffered no complication during the procedure. The impression noted the ivc filter cannot be removed because of extensive surrounding thrombus as well as occlusion of the lower inferior vena cava, right common, and right external iliac veins. According to the implant records the filter was placed due to pulmonary embolism (pe), deep vein thrombosis (dvt), intracranial hemorrhage and a contraindication to anticoagulation. The patient¿s history is also significant for extremity edema, shortness of breath and atrial fibrillation. The filter was placed via the right internal jugular vein and deployed in the infrarenal region in good position. The patient tolerated the procedural well and no immediate complications occurred.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to caval thrombosis. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to caval thrombosis. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to caval thrombosis. The information reported blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), and the device cannot be retrieved. The patient presented to the emergency room approximately 3 days post implantation where blood clotting, thrombosis and embolism were discovered, and the patient was advised to remain on anticoagulants indefinitely. The indication for the filter implant was pulmonary embolism (pe), deep vein thrombosis (dvt), intracranial hemorrhage and a contraindication to anticoagulation. The patient¿s history is also significant for extremity edema, shortness of breath and atrial fibrillation. The filter was placed via the right internal jugular vein and deployed in the infrarenal region in good position. The patient tolerated the procedural well and no immediate complications occurred. Approximately three months post implant a percutaneous removal attempt was made. Access was made via the right common femoral vein which was noted to be patient, however there was occlusion of the right common and external iliac veins. An inferior venogram was performed showing occlusion of the distal inferior vena cava at the level of the filter and multiple collateralized vessels. Removal of the filter was aborted at this time. The patient suffered no complication during the procedure. The impression noted the ivc filter cannot be removed because of extensive surrounding thrombus as well as occlusion of the lower inferior vena cava, right common, and right external iliac veins. The patient passed away approximately five years, and four months post-implant. The cause of death has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter and surrounding vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. The information provided indicated that there was occlusion of the distal inferior vena cava at the level of the filter and multiple collateralized vessels preventing removal of the filter. This would be considered standard protocol to leave the filter in place in the presence of thrombus to mitigate the embolization of clots. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Without the cause of death being provided and the limited information regarding the patient¿s medical history it is not possible to determine what may have caused the patient¿s death, although underlying patient specific issues may have contributed. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.